Manufacturer narrative:
After further investigation, the case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome.

Manufacturer narrative:
The investigation is ongoing. Additional information regarding likely root cause will be provided once the investigation has been completed.

Event description:
Customer reported 8 patients experiencing discrepant results with xpert xpress cov-2/flu/rsv plus assay from the same lot. Customer stated samples are tested immediately after collection. Patient 1: nasopharyngeal swab specimen was collected on (B)(6) 2022. Specimen was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample processed per pi. This result was reported to the physician. Test is used as screening in asymptomatic patients prior to surgery. This is considered off-label per pi intended use instructions. Patient 1 retest was performed in another platform (unknown) on unknown date and the result was negative for sars cov-2, according to customer. Result was reported to the physician. Patient 2: nasopharyngeal swab specimen was collected on (B)(6) 2022. Specimen was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample processed per pi. This result was reported to the physician. Test is used as screening in asymptomatic patients prior to surgery. This is considered off-label per pi intended use instructions. Patient 2 retest was performed in another platform (unknown) on unknown date and the result was negative for sars cov-2, according to customer. Result was reported to the physician. Patient 3: nasopharyngeal swab specimen was collected on (B)(6) 2022. Specimen was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample processed per pi. This result was reported to the physician. Test is used as screening in asymptomatic patients prior to surgery. This is considered off-label per pi intended use instructions. Patient 3 retest was performed in another platform (unknown) on unknown date and the result was negative for sars cov-2, according to customer. Result was reported to the physician. Patient 4: nasopharyngeal swab specimen was collected on (B)(6) 2022. Specimen was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample processed per pi. This result was reported to the physician. Test is used as screening in asymptomatic patients prior to surgery. This is considered off-label per pi intended use instructions. Patient 4 retest was performed in another platform (unknown) on unknown date and the result was negative for sars cov-2, according to customer. Result was reported to the physician. Patient 5: nasopharyngeal swab specimen was collected on (B)(6) 2022. Specimen was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample processed per pi. This result was reported to the physician. Test is used as screening in asymptomatic patients prior to surgery. This is considered off-label per pi intended use instructions. Patient 5 retest was performed in another platform (unknown) on unknown date and the result was negative for sars cov-2, according to customer. Result was reported to the physician. Patient 6: nasopharyngeal swab specimen was collected on (B)(6) 2022. Specimen was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample processed per pi. This result was reported to the physician. Test is used as screening in asymptomatic patients prior to surgery. This is considered off-label per pi intended use instructions. Patient 6 retest was performed in another platform (unknown) on unknown date and the result was negative for sars cov-2, according to customer. Result was reported to the physician. Patient 7: nasopharyngeal swab specimen was collected on (B)(6) 2022. Specimen was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample processed per pi. This result was reported to the physician. Test is used as screening in asymptomatic patients prior to surgery. This is considered off-label per pi intended use instructions. Patient 7 retest was performed in another platform (unknown) on unknown date and the result was negative for sars cov-2, according to customer. Result was reported to the physician. Patient 8: nasopharyngeal swab specimen was collected on (B)(6) 2022. Specimen was tested with xpert xpress cov-2/flu/rsv plus assay on (B)(6) 2022 which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample processed per pi. This result was reported to the physician. Test is used as screening in asymptomatic patients prior to surgery. This is considered off-label per pi intended use instructions. Patient 8 retest was performed in another platform (unknown) on unknown date and the result was negative for sars cov-2, according to customer. Result was reported to the physician. Customer could not provide information about retest results or information regarding platform or data of negative results of all patients. Customer confirmed there was no known of death, injury, or deterioration in health for any patients related to the discrepancy.